Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
During a clinical trial, it was reported that a patient underwent an atrial fibrillation (afib) procedure with a vizigo sheath and suffered pain and a hematoma which required medication, other cryotherapy and prolonged hospitalization. Patient received an index cardiac ablation on (B)(6) 2025. On 20-nov-2025 start date, with site awareness date on 21-nov-2025, patient experienced pain and hematoma puncture site in the right groin after ablation procedure with a vizigo sheath categorized as moderate severity and adverse event serious with prolonged hospitalization with admission date of (B)(6) 2025 and discharged date of (B)(6)2025. The relationship to the vizigo sheath was possible, and to other study devices is not related. The relationship with the index study procedure is possible and expected/anticipated. The outcome is recovered/resolved with an end date of (B)(6) 2025. The intervention performed was medication paracetamol i.v., lyrica and other cryotherapy. Date reported to be a serious adverse event (sae) is(B)(6) 2025.

Manufacturer narrative:
H4. Device manufacture date has been added. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: pc-(B)(4).

Manufacturer narrative:
The investigation was completed on 19-feb-2026. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device 00003011 number, and no internal actions related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).